Manufacturer narrative:
Investigation of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data did not generate any hazard alarms, timeouts or drive stalls that would indicate the device struggled to deliver insulin.correction to d(4): sequence number changed from unavailable to 0580968.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The pod was worn on the patient's hip/buttocks for between 1 and 4 hours. The patient was treated with intravenous insulin therapy and fluids.

Manufacturer narrative:
The patient was off the omnipod since he did not have enough pods and was not using omnipod insulin management system during the time of the hospitalization. The patient returned to daily injections for a couple of days. However, only rapid-acting insulin was used (novorapid) without long-acting insulin (lantus). On the day of the hospitalization, the family managed to obtain pods from the pharmacy, and he activated a new pod.